Event description:
The customer reported intermittent communication errors, the field engineer noted that the customer intermittently could not boot up the system. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger board was evaluated and replaced. The voltage on system power supplies was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.